Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens was difficult to advance through the cartridge, accompanied by a shot sound. The iol was deformed and haptic torn.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that, the defect occurred during the surgery. The surgery was completed with the same iol. The iol had been exchanged in a secondary procedure and after the surgery, the vision of the operated eye was 0.8. The patient was discharged with improvement. There was no further impact to the patient.

Manufacturer narrative:
Product manufacturing site updated due to receipt of additional information. Manufacturer report number corrected and reported under 9612169-2026-00688. The manufacturer internal reference number is: (b)(5)